Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was not working at all. They had changed the battery but it would not come on. The customer stated they had a virus and was sick from food poisoning. It put her into diabetic ketoacidosis and she was hospitalized on (B)(6) 2017 at 5 am. The customer¿s blood glucose level at the time of admission was unknown. The customer was treated with insulin drip and was released after a day. The insulin pump was working prior to the hospitalization. The customer had kept giving insulin with the insulin pump but the piston was not moving. She was taken off the device at the hospital. When the customer went to put the device back on, it was blank. Troubleshooting was performed on the device but the display did not return. They were advised to discontinue use of the device and revert to a back-up plan. They were advised that the device would be replaced and agreed to return the product for analysis.